Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the repair of the cuff at the beginning of the procedure (30 min). Tripolar electrodes got plugged and could not be unplugged in pre-op. The connection of the electrode extraction on the neptune was tested (equivalent to 100 mmhg wall extraction). Two complaint device were received and evaluated. No visual damage in the devices, saline residues were observed in the suction tubes and signs of activation can be observed. Due to the failure reported is related to suction, these devices will be sent to supplier for further evaluation. Two vapr coolpulse90 electrode were returned to supplier for evaluation. The supplier conducted visual inspection and functional test of devices received by customer. The visual inspection revealed that: two devices returned for investigation, neither device returned in the original packaging, there is tissue debris visible in the tip suction port on both devices, the suction tube on device 2 show signs of saline residue. Device 1 suction tube shows no visible residue, no visible damage on shaft, handle and cable. Device 2: the electrical test was conducted without fails. During functional test, the flow test and flow test post activation were fail. The further investigation is: the suction failure on device 2 was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests were unsuccessful in clearing the blockage. The handle half was opened to allow for further inspection, when the flow control valve was removed there was evidence of tissue in the suction path. The visible piece of tissue was removed, the device re-built and the flow test repeated. A within specification flow value of 430 ml/min was achieved. Further tissue debris was freed from the suction path during the testing. The summary of the supplier is: the customer report claimed tripolar electrodes got plugged during use. Two devices were returned for investigation. The second device was found to be blocked and the cause was tissue debris in the suction path. Once the tissue was removed flow test specification was achieved. A DHR review has been performed for the complaint device lot number u2001056; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction was defective with one of the two returned devices. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that the electrode device had an unspecified malfunction. During visual inspection by in-house engineering, it was determined that the device had saline residues at its suction tube while functionality testing revealed that the device failed flow test and flow test post activation. There was no procedure nor patient involvement reported. No additional information was provided.